Event description:
Revision surgery - due to pain and dislocation after a perfect reverse shoulder prosthesis. During surgery the surgeon found a scapular fracture; he changed out the 36mm parts for a 44mm glenosphere and insert as well as a +88 humeral shell.

Manufacturer narrative:
The reason for this revision was to relieve the patient of pain and a joint dislcoation. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm a lot number or any information for the date of the original surgery. The root cause for the pain and joint dislocation was a scapular fracture. Information was not provided that definitively identified a reason for the scapula fracture. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to pain and dislocation after a perfect reverse shoulder prosthesis. During surgery the surgeon found a scapular fracture; he changed out the 36mm parts for a 44 mm glenosphere and insert as well as a +8 humeral shell.